Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via a healthcare provider) indicated the correct implant date was (B)(6)2013. The motor stall was found via interrogation. The device was sent back to the manufacturer.

Manufacturer narrative:
Analysis of the pump, model# (B)(4), serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received sufenta forte (also reported as morphine; 50.0 mcg/ml, 67.093mcg/day) in an implantable pump for an unknown indication for use. A motor stall occurred at 09:05 on (B)(6) 2017 and recovered at 19:48 that same day (confirmed via interrogation). The critical alarm was heard and the patient experienced withdrawal. The pump was replaced on (B)(6) 2017. It was noted the elective replacement indicator (eri) was estimated as 9 months. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated. Device implant date was reported as (B)(6) 2011, which is prior to the manufactured date of nov 29, 2012.